Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5 -9.50/+1.50/090 implantable collamer lens into the patients left eye (os) on (B)(6) 2024. The patient underwent bilateral sequential surgery. Concomitant products used intraoperatively include opegan viscoelastic, the msi injector system, and intracameral antibiotic/solutions (unspecified). Toxic anterior segment syndrome (tass) was diagnosed with presentation of anterior chamber "abscess". Pupil block with elevated iop was also observed. Secondary anterior chamber irrigation and evacuation of visco/fluids was performed. Upon additional surgical and medical intervention, the reported issues improved. Last report on day 13 states patient was recovering with unaided "naked eye" (ucva) vision improved to 1.0 (20/20). The lens remains implanted. In the reporter's opinion the cause of the event is the device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: anterior chamber abscess. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: a review of the device labeling was completed. Intraocular inflammation, anterior chamber empyema (reported as anterior chamber abscess), pupil block and elevated iop are identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Given the information that upon secondary surgical intervention of residual ovd removal with additional surgical/medical intervention performed, the patient was recovering and visual acuity improved, it is very likely the event was not icl related in origin. (B)(4)

Manufacturer narrative:
Additional data: h6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).